Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that non sustained right ventricular oversensing due to post paced t wave oversensing was observed on the implantable cardioverter defibrillator. The patient did not receive therapy during the oversensing. Low frequency attenuation (lfa) was programmed on. Programming changes were made. The patient will be followed normally. There were no patient consequences.